Event description:
Caller states that he received a result over 700mg/dl last year. The device reading range is 10mg/dl to 600mg/dl. No adeverse event reported and not treatment recieved. Requested return of suspect device and replacement was sent.